Event description:
Customer responded to 82 yr old male pt complaining of chest pains. Customer connected pt to device to perform routine monitoring during transport to hosp. Customer stated pt was not in danger of requiring defibrillation as pt was not in shockable rhythm. Upon initial power up, device did not turn on. Oxygen was administered to pt as a part of protocol. Pt arrived at hosp alive, but expired the next day. Customer stated the device malfunction did not cause or contributed to the pt outcome. Service rep duplicated reported condition. Device was repaired and proper operation confirmed.